Event description:
During stent deployment in the right superficial femoral artery, approached from the right popliteal artery, the physician began to deploy the stent, and after only one segment of the stent had been released, he realized it was too far proximal, between the popliteal artery and the lesion. Therefore, the physician tried to re-position the stent; however, this failed, and the physician then tried to remove the sds and stent. However, during attempts to remove the sds and partially deployed stent, the one released segment of the stent fractured off from the rest of the sds/stent and remained in the popliteal artery. After this, two more smart control stents (7x80 and 7x40mm) were successfully deployed to treat the lesion. After successful deployment of the two stents, an unknown pta balloon was advanced from the left femoral artery to the right popliteal artery and inflated to stop blood flow in order to perform surgical removal of the separated stent segment. The segment was completely removed from the patient, with nothing left behind. The target vessel was described as severely calcified, moderately tortuous and 100% stenosed. As per the reporting affiliate, the physician does not feel the inaccurate placement or the stent separation was due to a product issue. The patient's condition post-surgical removal of the separated stent segment was noted as stable. At the time of the initial report, the patient was still hospitalized.